Event description:
It was reported that during a prostate procedure, @ 65000 joules of use, the fiber started firing at tip and an "excessive fiber use" message was observed.the procedure was completed with the use of a second fiber. Patient outcome "fine" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits mild detritus adhesion; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Manufacturer narrative:
(B)(4): forward-firing of the side-firing surgical fiber; a code request has been submitted.